Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the procedure switched to an open laparotomy or just considered as an option? Was the procedure completed successfully? Were there any patient consequences? Lot number? Event/procedure date?

Event description:
It was reported that a patient underwent a laparoscopy procedure in 2021 and suture was used. During the procedure, the needle pulled off from the thread at the exit of the laparoscopy trocar. The needle fell into the monopolar pedal without being seen immediately because we were in the dark. It took a long time to look and consider opening the patient for laparotomy. The needle was finally found. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: according to the information received, the needle pulled off from the thread. One detached needle product code jv3150 was returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the suture was not received. As per returned conditions of the sample no functional test was performed. The clip off defect has been correlated to the manufacturing process classified as class 1 defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. The manufacturing records couldn't be reviewed as the batch number is unknown. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.